Manufacturer narrative:
(B)(4). A dislodged left main stent journal of the american college of cardiology, vol. 73, no. 15, suppl s, 2019. Date of event: date of publication. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient presented with shortness of breath on exertion and intermittent atypical chest pain. Coronary angiogram showed mild disease of the proximal lad and severe stenosis of the mid lad with slow flow, mild disease of the proximal lcx and rca. The physician decided to treat the lad. Right radial approach with a ebu 3.5 6fr guide catheter and non-medtronic wire. The lesion was pre-dilated and stented with a non-medtronic stent and post dilated. It was reported that a catheter induced spiral dissection was noted at the left main stem but was not flow limit and blood pressure was stable even though the patient experienced chest pain. Direct stenting was preformed using a resolute onyx rx drug eluting stent. It was reported that the stent migrated and dislodged to guiding catheter during post dilation and flare with balloon. Another resolute onyx stent was deployed successfully in the leftmain and post dilated. Ivus showed a well apposed stent and patient was stable and angina free. An attempt was them made to snare the dislodged stent. Initially attempts were unsuccessful but eventually the stent was snared and removed through right femoral sheath.